Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly and a rise in impedance. The patient does not need right ventricular pacing at the time. The patients condition is good.